Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie drawer of the medstation es required maintenance. The customer stated that the malfunction occurred, when the user was trying to pull out some meds the issue has started so she confirmed that she managed to get the medication from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 3 was not detected on the bus. A field service engineer inspected, found the module controller board was defective and replaced the module controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.